Manufacturer narrative:
Investigation in pending from the contract manufacturing organization.

Event description:
Patient called to report that she had a black spec in her gattex vial on (B)(6) 2026. She did not miss a dose she used another vial which she needs a replacement for. The caller will email the lot# when she is home. Provided the caller with the phone number to onepath for a possible replacement. The defective vial is available from the caller. The patient successfully used her second dose without any issues. Additional information received on 17 mar 2026: I called gattex, and cvs specialty pharmacy and takeda to report that on thursday (B)(6) 2026, after I added the diluent to the 5mg gattex vial, waited, rolled, waited and then inspected it for clarity, I noticed a single black speck in the otherwise clear gattex solution. I also noticed that when I wiped the vials' rubber top with alcohol, it left a grey, smudge on the alcohol wipe, which I had never seen happen before. I did not use that vial of gattex. Instead, I used a different vial, so I did not miss that days' dose. I kept the vial with the speck in it."